Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error 32097 occurred and that universal surgical manipulator (usm) 2 did not work during procedure. The customer disabled usm 2. The tse confirmed repeated non-recoverable error 32097 in the logs. The tse had the customer perform hard power cycle with emergency power off (epo), but the issue persisted. The tse explained that the procedure could be continued without usm 2. However, the surgeon elected to convert to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system with no errors. The procedure conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the procedure conversion with no issue reported. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated non-recoverable error 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse confirmed error 319 occurred. The fse replaced the universal surgical manipulator (usm) 2 to resolve the error issue. The system was tested and verified as ready for use. The replaced usm was received for evaluation. However, failure analysis has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to usm 2 not working properly. Field service engineer (fse) confirmed a defective usm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The unit was tested on an in-house system and failed in normal mode as error 319 was triggered. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed the fiber test on the parallelogram. The parallelogram fiber was swapped with a new one and the error no longer occurred. When the original parallelogram fiber was reconnected, the error returned. The parallelogram assembly will be replaced as a fix. A root cause of the reported failure was attributed to a component failure.